Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: the fiber bonding in the outer tube area (distal end) was damaged, and the video cable was broken and therefore stripes in image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damaged fiber bonding in the outer tube area of distal, broken video cable and stripes in image. There was no patient involvement.